Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review and functional testing were performed. During the alarm log review and power on self-test the f38 alarm was identified. The cause of the alarm was defective force sensing resistors. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The pump has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician identified an f-38 alarm (malfunction in tube misloading detection circuitry) on a flo-gard infusion pump. Additional information is not available.